Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On the same day as the event onset, the patient presented to the emergency room due to severe abdominal pain and was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the event. Capd therapy was ongoing. The reporter declined to provide additional information.